Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 165-240mg/dl after eating. Back to back blood tests performed at the time of the call were 112 and 120mg/dl. Last results in memory were 68mg/dl, 63mg/dl, 56mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (56) and the highest normal result (240) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Caller normally is around 165-240mg/dl after eating. Back to back blood tests performed at the time of the call were 112 and 120mg/dl. Last results in memory were 68mg/dl, 63mg/dl, 56mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (56) and the highest normal result (240) is located in zone c/d. No adverse event reported.